Manufacturer narrative:
The device was received not deployed. During investigation, the device deployed normally upon manual rotation of the ratchet gear. Despite multiple attempts, communication could not be established between the device and the master (personal diabetes manager) pdm. As a result no data could be obtained. After opening the device, the reservoir was observed to be unfilled, and the clutch spring was still engaged with the spring latch. However, the device data is essential for confirming or not confirming the cause of the reported event. Inspection of the pcb assembly found no visible defects or damages that would prevent the pod from communicating with the master pdm. The cause of the data loss could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle never deployed the cannula into the skin and the pink slide insert did not completely move forward, indicating that there was a needle mechanism failure.